Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon review, the patient's right ventricular(rv) lead exhibited no sensing. The rv lead was capped and replaced on (B)(6) 2019.

Event description:
New information received stated that the patient was stable before, during and after the procedure.